Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were capped on 05 sep 2024 for an unknown reason. The rv lead was replaced. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: please retract this report 2017865-2024-65726 as the right atrial (ra) lead was capped and replaced on (B)(6) 2024 due to elective replacement with no allegation of malfunction.